Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 25.0 mg/ml at 15.011 mg/day and clonidine 25.0 mg/ml at 15.011 mg/day. Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for degenerative disc disease and spinal pain. It was reported on 2017-apr-07 that there was an infection at the pump site on (B)(6) 2017. It was indicated that environmental/exte rnal/patient factors that may have led or contributed to the issue and diagnostics/ troubleshooting performed were not applicable. Surgical intervention occurred as the pump and catheter was explanted on (B)(6) 2017 due to the pump pocket site being infected. It was indicated that the representative became aware of the event on (B)(6) 2017. It was noted that the pump was to be replaced in the future. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The pump was returned to the manufacturer for analysis. It was indicated that the hcp had no further information regarding the event. No further complications were reported or anticipated. The patient¿s medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.